Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure remove). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and dysmenorrhoea to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure remove). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and dysmenorrhoea to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), device breakage ('the implant was broken') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 12271872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia, adenomyosis, paratubal cyst, loop electrosurgical excision procedure, grand multiparity, sterilization, biopsy cervix and endometrial ablation. On 18(B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and endometrial ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea and menorrhagia to be related to essure (ess205). The reporter commented: discrepancy noted in date of removal (B)(6) 2016. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received: event: 'the implant was broken', 'menorrhagia' were added. Lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), device breakage ('the implant was broken') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 12271872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia, adenomyosis, paratubal cyst, loop electrosurgical excision procedure, grand multiparity, female sterilization, biopsy cervix and endometrial ablation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and endometrial ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea and menorrhagia to be related to essure (ess205). The reporter commented: discrepancy noted in date of removal (B)(6) 2016. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Lot number: 12271872; manufacturing date: 2005/02; expiration date: 2006/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.